Event description:
It was reported that the patient was seen in clinic and an interrogation did not show the device as being at recommended replacement time (rrt). The next day, a remote transmission showed that the device was at end of service (eos). Review of the transmission showed that an alert occurred for long charge time which triggered rrt. The device was explanted and replaced. No patient complications have been reported as a result of this event.